Event description:
Co was informed a bladder neck suspension procedure was performed in july, 1996. On march 3, 1997 it was noted one of the screws had displaced. No further details are available with regards to the circumstances surrounding this event. The directions for use for this product state: "breakage of the anchor may occur. Loss of fixation or pullout of the anchor during suturing has been reported. In addition to the obvious risk that any orthopedic implant may fail, loosen, or fracture..."